Event description:
Patient on folfox regimen with a 46 hour ambulatory pump. Pump was placed on patient on (B)(6) 2017 for removal on (B)(6) 2017. When patient arrived for pump removal, infusion bag was found to be full with blood backed up in the IV line and into the infusion bag. Patient stated she noted that there was blood in the line on (B)(6) 2017, however the pump was still functioning properly, as she could hear the pump turning, and the display was counting down.